Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were observed. The lead was explanted.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 8.5-9.0cm from the distal tip. The etfe coating as abraded at this location.